Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was transferred to the ICU with no signs or symptoms of bleeding, the chest was closed, and pump speed was optimized. However, he became hypotensive during the night with an elevated central venous pressure and suspected right ventricular failure. He was taken to the cath lab on (B)(6) 2013 in cardiogenic shock. The patient was transitioned to full cardiopulmonary bypass support. The internal components of the pump were inspected, and the pump was found to be "full of clots." The pump and inflow conduit were replaced. The outflow graft was inspected, but no evidence of clot was visualized, so it remained.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.